Event description:
The customer reported that the facility has experienced occlusion of the tube during patient use. The customer reported that extubation and reintubation of a replacement tube was required.